Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle wouldn't draw up medication and broke off into the vial.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7352846. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications that did not pertain to the complaint. There was one (1) notification for hooked cannula. Severity: s_1__; occurrence: a complaint history check was performed and this is the 5th related complaint for difficult/unable to operate (not drawing) and the 1st related complaint for needle breaks off in vial on lot # 7352846. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle wouldn't draw up medication and broke off into the vial.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle wouldn't draw up medication and broke off into the vial.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot#: 7352846. Customer states that the needle will not draw and the needle broke off from the syringe. The returned syringe was examined and exhibited a separated cannula. The sample also exhibited little adhesive in the hub. The loose cannula was returned in a loose plunger cap with the sample. The loose cannula was also examined and exhibited adhesive on the cannula shaft. A review of the device history record was completed for batch#: 7352846. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200732989, 200732816, 200732971, 200732391, 200729733, 200732516, 200732065] noted that did not pertain to the complaint. There was one (1) notification [200732632] noted for hooked cannula. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The probable root causes for this issue are: 1) incomplete adhesive cure uv bulb intensity is insufficient, belt speed through the uv oven is too fast (current controls: in-process inspections, preventive maintenance plan & process parameters have been validated) 2) insufficient adhesive improper cannulation and adhesive application, adhesive runs out of the barrel tip/hub adhesive well (current controls: point inspect machine detects and ejects defective parts, in-process inspections, waste monitoring).